Event description:
Subsequent to the initial medwatch report, additional information received indicates that the patient experienced a minor, ipsilateral, ischemic stroke. No additional information was provided.

Manufacturer narrative:
(B)(4). There was no reported product deficiency. The reported patient effect of cerebrovascular accident (stroke) is listed in the product instruction for use as a known potential adverse effect. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined; there is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Event description:
It was reported via a trial that post right internal carotid stenting procedure with a xact stent, the patient experienced a transient ischemic attack with lightheadedness, mild left sided facial droop and hypotension which was treated with vasopressor medication. The patient returned to her baseline two days after the procedure. The patient was discharged home four days after the procedure. There was no adverse patient sequela. Though requested, there was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported patient effects of hypotension, neurological deficit/dysfunction and dizziness are listed in the product instruction for use, as known potential adverse effects. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.